Event description:
On (B)(6) 2012, a health care profession contacted animas alleging that the ok button on the demonstration pump is sticking and has to be pushed really hard to make any changes. This issue was noticed issue a few days ago. A patient was not wearing the pump: the pump is used for demonstration purposes all the time in the office. Ok symbol is wearing off. No cracks or peeling noted to the keypad. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 07/06/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the up, down, ok and contrast buttons. Multiple button presses requiring increasing force are required before the ok button will engage. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Additionally, the ok button contact is noted to be misaligned.